Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. While recurrence is a known adverse event that is listed in the IFU, there is no information provided that indicates that the (B)(6) 2005 implanted ventralex mesh was involved in the (B)(6) 2008 or the (B)(6) 2009 hernia repairs. However, the reported information alludes to the possibility that additional medical/surgical intervention may have occurred in relation to this device. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00494 for information related to the composix kugel mesh implanted on (B)(6) 2008.

Event description:
Attorney reported: on (B)(6) 2005 - patient underwent surgery for repair of an umbilical hernia. A medium circle ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2008 - patient underwent surgery for repair of a recurrent ventral hernia. A bard composix kugel medium oval patch was implanted to repair the hernia defect. On (B)(6) 2009 - patient underwent additional surgery to repair an incarcerated ventral hernia. Patient has suffered and will continue to suffer physical pain and mental anguish. Patient has also incurred substantial medical bills due to the defective hernia patches that were implanted in his body.